Event description:
The iab was inserted into the pt on 1/31/98 at 3:37 p.m. The contact stated that the iab was too long and the pt's urine output decreased after the iab was inserted. The iab was removed and a second iab, a smaller 34 cc iab was inserted, (event complications: urine output decreased- reported 2/9/98.) (Pt's current status: transferred- rpt'd 2/9/98.)